Manufacturer narrative:
The catalog number and lot number are unk at this time; additional attempts are being made to obtain the device info. The lot number for the device is unk; therefore, a review of the device history records could not be conducted. The stent graft remains implanted. The investigation is currently underway.

Event description:
It was reported that the left brachial basilic av graft thrombosed, including the venous anastomotic area and the outflow tract. The graft was declotted and pta was performed in the left axillary vein stenosis. Post-procedure shuntogram demonstrated a patent stent graft in the venous anastomosis.